Manufacturer narrative:
Concomitant medical products: sin drips. Continuous veno-venous hemofiltration dialysis (cvvhd). Intubated and sedated, chemically paralyzed. (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) when in use, it was noted by the staff that after an audible alarm, immediately the screen went white with vertical striation of color for a few second, then went black and the pump stopped pumping. As a result, the pump was swapped out for another. There was no report of patient complication from the therapy interruption. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Sin drips. Continuous veno-venous hemofiltration dialysis (cvvhd) intubated and sedated, chemically paralyzed.(B)(4). The reported complaint of "display turns off unintentionally" in not able to be confirmed. No part was returned for investigation. The biomed checked the pump and could not duplicate the problem. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) when in use, it was noted by the staff that after an audible alarm, immediately the screen went white with vertical striation of color for a few second, then went black and the pump stopped pumping. As a result, the pump was swapped out for another. There was no report of patient complication from the therapy interruption. There was no report of patient complication or serious injury and death.